Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, it was reported that resistance was experienced when filling multiple cartridges. A new cartridge was successfully filled and loaded onto the pump. Customer's blood glucose was 204 mg/dl.